Event description:
It was reported that the endoplege (coronary sinus catheter) was found to have a leak in teh balloon during the surgery, this was not noticed at prep. The hospital exchanged the device for a manual retrograde catheter. No patient injury was reported. The hospital discarded the device after use.

Manufacturer narrative:
The product was not returned for evaluation. It was discarded by the hospital after use. The root cause could not be determined for this device. Therefore a CAPA was not initiated for this event. This information will be included in trending and future CAPA determination.